Manufacturer narrative:
Concomitant medical products: 250ml baxter infusion bag (lot y269589 exp oct19) of norepinephrine bitartrate in 5% dextrose injection usp. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new bag of norepinephrine was started at 0930. One hour later the bag was empty with fluid on the floor directly under the IV pole. The leak was noted at the upper blue fitment and silicone segment junction. The patient¿s vital signs were stable, and no patient harm was reported.

Manufacturer narrative:
Patient was pediatric. The customer¿s report that the tubing set leaked was confirmed. Visual inspection observed that the silicone segment had a 0.0278 inch tear near the upper fitment. Visual examination under magnification noted no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
The customer reported that a new bag of norepinephrine was started at 0930 in the picu. One hour later the bag was empty with fluid on the floor directly under the IV pole. The leak was noted at the upper blue fitment and silicone segment junction. The patient¿s vital signs were stable, and no patient harm was reported.